Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report filing, additional information received on 01/02/2019 indicating that on the same day of the procedure, (B)(6) 2018, the patient had mitral valve replacement surgery and died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficult grasping appears to be due to the heavily calcified mitral valve including the chordae. The reported device causing damage to another device appears to be a result of user technique/procedural conditions of positioning the clip during the procedure as the interaction between the ntr cds and the previously implanted xtr which caused damage to the implanted clip. Lastly, a definitive cause for the death could not be determined in this case. The reported patient effect of death is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 1st mitraclip device referenced in b5 and d11 is being filed under a separate medwatch report.

Event description:
This is filed to report that the device caused damage to the implanted clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first xtr clip delivery system (cds 80920u141) was advanced to the mitral valve; however, the clip became caught in the chordae. Troubleshooting was performed and clip was freed, but a chordal rupture occurred, which resulted in increased mr. A second ntr cds (80914u219) was advanced to treat the tissue damage and reduce mr, but grasping was difficult. After the ntr clip was deployed, it was observed that that the xtr clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was believed that the difficult grasping with the ntr clip may have caused damage to the implanted xtr clip. Two clips were implanted and the mr remained at 4. The decision was made to treat the patient with mitral valve replacement surgery. No additional information was provided.